Manufacturer narrative:
UDI #: current complaint status field that says ¿no UDI because this device is not sold in the USA"

Event description:
The customer reported the battery is not getting charged. There was no reported patient involvement.